Manufacturer narrative:
Date of event: unknown, not provided. Best estimate (B)(6) 2018. If explanted; give date: not applicable; lens remains implanted. (B)(4). Device evaluation: the intraocular lens was not returned for investigation as it remains implanted. The event could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by a patient that her extended depth of focus (edof) intraocular lens was placed (implanted) in september and then repositioned in (B)(6) 2018. Reportedly, the patient is less than pleased with the results. She indicated she had worn contact lenses for years and recently was advised about the extended depth of focus lenses. She indicated that her cataracts were present but not yet overly concerning so she was advised that this was an option. The initial placement required adjustment as it slipped. Patient's daytime vision is acceptable, though not as spectacular as she had been counseled it would be. Her problem is night vision. Patient stated that if it weren't for her uncorrected eye with a contact lens, she would not be able to drive at night. She sees nothing but concentric rings and horrible halos around everything. There are red blurs around stop signs and such. She further stated she feels that this was not properly conveyed as to the degree of my inability to drive at night. The literature states some blurring; but this is totally disabling! She stated she is very disappointed with the outcome and was told by her ophthalmologist that there is nothing more that they can do. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.